Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor had recorded false - atrial fibrillation episodes, false pause and brady episodes due to undersensing. The sensitivity setting were change as instructed by technical service, no noise was noted. The patient would be monitored. No additional information was available.